Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The target lesion was located in the severely calcified left peroneal artery. The 3.0 x 20mm coyote es otw balloon was inflated and ruptured on the 1st inflation below 14atms. The device was removed intact. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is ok.